Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation of root cause is still ongoing. Customer address: (B)(6).

Event description:
On 2017-08-21 siemens healthcare became aware that a balancing plate inside the gantry became loose during a patient scan. This balancing plate is mounted to the x-ray tube, which is a rotating part of the gantry. By centrifugal force, it is possible for the balancing plate to go through the gantry cover and cause injury to other persons in the room, standing in the trajectory. However, all loosened parts stayed inside the gantry. The gantry cover was not broken. No one was injured. This reported incident occurred in (B)(6).